Manufacturer narrative:
Final analysis of the twist lock anchor revealed ¿the molded track in the twist lock anchor was damaged.¿ it was reported ¿the pin that goes into the track was pushed out of its normal position. This resulted in the inner section of the anchor remaining closed, prohibiting a lead to be inserted thru the anchor.¿

Event description:
It was reported that during a procedure, the anchor would not slide into the lead. The guide wire could slide. The company representative that was present used the anchor on a demo lead and it functioned appropriately. It was clarified that the issue occurred during a trial procedure. Steri strips were used to secure the lead to the patient as the anchor was contaminated after it was used on a demo lead. It did not interfere with the trial or the outcome.

Manufacturer narrative:
(B)(4).